Event description:
Procedure: laparoscopic cholecystectomy. According to the reporter: the ring detached from the bag. The doctor was able to locate and remove the ring from the pt cavity. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).